Event description:
Caller reports she stopped using the stimulator in 2019. Caller reports she do not have a managing physician, the pain clinic that she went to has retired and closed practice. Caller reports her primary physician will be assigning a new physician, currently no physician to manage her device. Caller reports back in (B)(6) 2019 the springs on the controller broke off, and her ins would not recognized her stimulator to charge, therefore patient then stopped charging. Caller reports the lead wire has pulled out of her ins, (B)(6) 2019 timeframe. Redirect caller to patient's hcp.

Manufacturer narrative:
Continuation of d10: product ID 37744 serial# unknown product type programmer, patient product ID 977a290 serial# (B)(6) implanted: (B)(6) 2014 product type lead. Product ID 977a290 serial# (B)(6) implanted: (B)(6) 2014 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 06-oct-2017, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(6), ubd: 28-oct-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction sent to update fdc coding to d14 only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.